Manufacturer narrative:
Combination product: yes. The event description was updated: an orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the moderately tortuous medial lad. The complaint product was introduced into the patients body using a 6f guiding catheter but could not be fully introduced into the guiding catheter as a kink was detected in the guiding catheter. The complaint product was withdrawn. Outside of the patient, a deformation on the edge of the stent was detected and following, when transferring the stent to the operating table the stent fully dislodged during handling. The complaint product was discarded at the hospital and another des was used to finalize the intervention. Neither the complaint product nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the product was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (90 percent stenosis degree) in the moderately tortuous mid lad. During the procedure, the sheath and guiding kinked, so the physician had to replace the devices several times. Then, there was a problem with the 6f guiding catheter. It was attempted to insert the orsiro mission, but it would not move forward. When the catheter was pulled back, the edges of the stent were curled up (deformed). When the doctor returned the catheter to the operating table, the stent dislodged from the balloon. The case was finished by using another stent.